Event description:
A spectranetics laser sheath was used during a procedure to remove a malfunctioning intravascular lead wire. During the procedure the pt obtained an innominate vein tear requiring surgery.

Manufacturer narrative:
As of the date of this report the 14 fr spectranetics laser sheath has not been returned to the MFR for evaluation.